Manufacturer narrative:
The customer reported the unit was displaying, "power cycle system failure". The unit was evaluated at philips, and the symptom was duplicated. Replacing the parameter pca resolved the issue.

Event description:
The customer reported the unit was displaying, "power cycle system failure".